Event description:
The pt reported to the center that in march 2002, they experienced an overly loud sensation and then device stopped functioning. The pt was evaluated at the implant center. Testing conducted confirmed that device was no longer functioning.